Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient representative reported " this month was diagnosed with rupture" and "he informed that he has seen on the internet that some prostheses are having problems and he believes that the patient's prostheses are there." Device remains implanted.